Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that at 8:00, (B)(6) 2019, IV infusion of liquids started on the order of doctor. Around 30 minutes later, this patient complained of local extravasation from the punctured PICC catheter. Use of the catheter continued after catheter trimming and extension tubing replacement. No other damages were caused.